Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device rebooted itself due to kernel event which showed in event viewer logs. A field service engineer replaced power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, it rebooted itself during a case. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.